Event description:
It was reported that the pt was having a lack of therapeutic effect. During refill, more drug was taken out of the reservoir than expected (the volumes were not reported). Aspiration through the side port was possible and during explantation of the pump, the catheter did not show any signs of occlusion. After the pump replacement, the pt was reported to be doing "fine". The pump was used to deliver vendal and clonidine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.